Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h2, h3, h6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product code: phx concomitant medical products: 115370 comp rvs tray 987730. Xl-115363 hmrl brng 083700. 115310 comp rvrs shldr glnsp 036770. 115330 comp rvrs shdr glen bsplt 550170. 113651 comp primary stem 658090. 118001 comp ti std taper 022770. 180553 comp lk scr 3.5hex 586200. 180509 comp non-lckng screw 931620. 180503 comp locking screw 120540. 180503 comp locking screw 424160. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02436. 0001825034 - 2021 - 02437. 0001825034 - 2021 - 02438. 0001825034 - 2021 - 02439. 0001825034 - 2021 - 02440. 0001825034 - 2021 - 02441. 0001825034 - 2021 - 02442. 0001825034 - 2021 - 02443. 0001825034 - 2021 - 02444. 0001825034 - 2021 - 02445.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a left total shoulder arthroplasty revision procedure approximately six (6) years post-implantation due to pain, loss of range of motion, and loosening of the components. Attempts have been made and no further information has been provided.

Event description:
It was reported patient underwent a revision procedure due to an axillary cyst that was found that communicated to bone/joint. All hardware was removed. Irrigation and debridement of joint space and cyst with cement spacer & drains were placed. During the procedure surgeon had difficulty removing 2 stripped screws, but were explanted without indication of retained products.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision op report: persistent pain. Pre-op diagnosis of left shoulder draining axillary cyst with presumed infection - no positive cultures were provided, or documentation of infection results. Adhesions released, and implants were found well fixed. Removed all hardware and two suture anchors, I&d. Exposed glenoid base plate. Central and peripheral screws were removed; inferior and anterior were stripped. Another surgeon, along with additional cutters, oseoteomes unsuccessful, with final trephine to remove remnant screws, no indication of rfb. Exploration of axillary cyst/wound, 4cmx4cm, excised draining sinus, placed drain due to location in axillary and concerns with healing, wound closed. Notes ¿axillary wound did probe deep to bone and shoulder joint¿. Final placement antibiotic cement spacer created and placed into humerus. Path report: synovial tissue acute & chronic inflammation. Cyst issue: upon conclusion of the investigation, no problem was found with the given devices. Stripped screw issue: a definitive root cause cannot be determined. Cyst issue: the reported event is confirmed, however, it is unrelated to the reported products. Stripped screw issue: the reported event is confirmed per the timeline. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.